Event description:
It was reported that during follow-up, the atrial lead exhibited oversensing due to noise causing auto mode switch episodes. The lead also exhibited low impedance. No intervention was performed and the patient was in good condition.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.